Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had an angulation play. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the acoustic lens had a scratch which reached to the glue-layer. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; the acoustic lens had scratches which reached to glue-layer, channel found damaged causing the forceps not passing smoothly and low angulation and free play due to deformation of bending tube. The adhesive on the a-rubber was detached and there was a scratch on the universal cord, distal end, connecting tube, control unit and the acoustic lens. The bending angle in down and right direction did not meet the standard value due to wear of the angle wire. The water removal ability did not meet the standard value due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scratch on the acoustic lens that reaches the adhesive layer issue could not be determined, however, the issue was likely the result of physical stress such as dropping or impact due to user handling/mishandling. The event may be prevented by following the instructions for use which state: warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.